Event description:
Boston scientific received information that this device was returned to allow for reliability analysis. To date, no adverse patient effects were reported.

Manufacturer narrative:
Initial analysis determined that a portion of the device failed analysis testing. This report will be updated once analysis is finalized.